Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the emergency room for infection of the driveline exit site on (B)(6) 2022. The patient experienced abdominal pain and had drainage, erythema covering half of their abdomen, and edema at the site. The culture results were still pending. The infection was being treated with intravenous antibiotics. The patient stated that they do shower with the driveline covered in saran wrap and never had a prior driveline infection. The log files captured several pulsatility index events on (B)(6) 2022. There were no unusual events recorded in the log file history. The device operated as intended.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that cultures were performed that confirmed positive for staphylococcus aureus (mssa). Computerized tomography of chest, abdomen, and pelvis were performed, and no abscess was identified. Infectious disease (ID) was consulted for mssa and they recommended that the patient be started on intravenous daptomycin for four weeks with outpatient note in place. On (B)(6) 2022 a peripherally inserted central catheter line was placed. Further discussion with ID was done and a daptomycin prescription was given to the case manager as it was a daily dosing infusion center.

Manufacturer narrative:
Section a: date of birth should have been redacted for clinical study. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was exudate at the driveline site and swelling in right abdomen, possibly peritonitis. There was evidence of cellulitis too. The patient had an incident where the shower bag pulled the driveline but there were no alarms.

Event description:
It was reported that the driveline infection grew methicillin resistant staphylococcus aureus that was initially treated with intravenous antibiotics and then transitioned to doxycycline 100 milligrams twice per day.

Manufacturer narrative:
The manufacturer is closing the file on this event.